Event description:
It was reported that the patient was experiencing inadequate pain relief. It was noted that the spinal cord stimulation (scs) lead had migrated. The patient underwent a lead revision procedure and was doing well postoperatively.